Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. A 7 x 200 x 130 innova¿ stent was selected for a procedure in the superficial femoral artery (sfa). Following pre-dilation, the stent was advanced contralateral over a .035 unknown guidewire and stent deployment was initiated. The stent was deployed 120mm when the stent stretched into the iliac and became stuck in the sheath of the delivery system. The stent was deployed and the delivery sheath was removed. The patient was sent to surgery the next day and the stent was explanted. There were no further patient complications reported and the patient¿s status was reported as fine post surgery.